Manufacturer narrative:
Of the 2 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to moisture ingress. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 2</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cloudy w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 23-56 years of age and (B)(6) pounds. Of the reported patients, 1 was a male and 1 was a female.